Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak passed. Patient sensors passed. Pre-ast 15mins 1000ml simulated treatment was performed without any failures or problems. Mushroom head check passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during patient's pd treatment. The patient reported receiving three airs detected in cassette alarms during an fill 2 of 5 and the treatment was cancelled. Fluid was found in the pump module area and also on the external part of the cassette. The exact location of the leak is unknown. In a follow up, the patient's pd nurse confirmed the reported event. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient was given prophylactic keflex due to the leak. The cycler is available to return.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during patient¿s pd treatment. The patient reported receiving three air detected in cassette alarms during an fill 2 of 5 and the treatment was cancelled. Fluid was found in the pump module area and also on the external part of the cassette. The exact location of the leak is unknown. In a follow up, the patient¿s pd nurse confirmed the reported event. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient was given prophylactic keflex due to the leak. The cycler is available to return.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during patient¿s pd treatment. The patient reported receiving three air detected in cassette alarms during an fill 2 of 5 and the treatment was cancelled. Fluid was found in the pump module area and also on the external part of the cassette. The exact location of the leak is unknown. In a follow up, the patient¿s pd nurse confirmed the reported event. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient was given prophylactic keflex due to the leak. The cycler is available to return.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during patient¿s pd treatment. The patient reported receiving three air detected in cassette alarms during an fill 2 of 5 and the treatment was cancelled. Fluid was found in the pump module area and also on the external part of the cassette. The exact location of the leak is unknown. In a follow up, the patient¿s pd nurse confirmed the reported event. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient was given prophylactic keflex due to the leak. The cycler is available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.